Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The returned sample was leakage tested, per specification, with failing results. Leakage was observed from a crack in the threads of the proximal caresite valve. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. Although the defect of leakage was confirmed on the caresite valve, the exact root cause of the crack was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). The sample has been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available. This report represents one (1) of the two (2) incidents referenced. The other incident was reported via 9614279-2018-00193 (event 1).

Event description:
Event 2: as reported by the user facility: 15 minutes into the piggyback infusion the IV set leaked chemotherapy from the upper injection port. This occured once with cyerbine and once with ifosfamide. No patient injury or unprotected exposure related to the chemotherapy leak.